Manufacturer narrative:
The tech found the casters were worn and fully adjusted. He replaced and adjusted the casters to repair the bed.

Event description:
Info received indicates, the brake does not work on the bed.